Manufacturer narrative:
Correction: disregard file- this file was erroneously reported as dim segment; however, was not needed.

Event description:
It was reported that the pump screen was blank/missing information. There were no patient effects caused to the patient.

Manufacturer narrative:
Correction.

Event description:
It was reported that the pump screen was blank/missing information. There were no patient effects caused to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump screen was blank/missing information. There were no patient effects caused to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump screen was blank/ missing information. There were no patient effects caused to the patient.